Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # u5a19j. Additional information was requested, and the following was received: could you please provide more details for ""staples were not deployed properly""? => no further information is available. Did the device staple? =>no. If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? => no. If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? =>no. Did the reload lock out and would not work? => no. Did the reload begin to staple and cut, but then jammed? => no. Did the device staple, but there was no cut line? => no. If the device cut and stapled, were there any staples missing from the staple line? Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that five staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that four staples were malformed when fired on the blue height selector position. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the staples were not deployed properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.